Event description:
During a coronary drug eluting stenting treatment procedure, the taxus express2 2.5 x 20 mm drug eluting stent would not cross the lesion. The lesion was crossed by two smaller taxus express2 drug eluting stents. There were no pt complications.